Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation high pacing thresholds, low hv lead impedance, and lead noise resulting in inappropriate delivery of hv therapy were noted. Additionally, insulation abrasion with a partial external conductor was also noted. The lead was explanted and replaced. The patient was doing fine before, during, and after the procedure.